Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed and detached one smart coil in the target vessel using the handle. The physician then advanced a second smart coil into the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. The physician then made multiple attempts to manually detach the smart coil using a hemostat, but the coil would still not detach. Therefore, the smart coil was removed. Next, the physician advanced a new smart coil into the target location; however, the same issued occurred and the physician was unable to manually detach the smart coil using a hemostat. Subsequently, when the pusher assembly of the smart coil was retracted, the physician noticed the smart coil had unintentionally detached inside the microcatheter. Therefore, the physician inserted a new smart coil into the microcatheter and used it to push the detach smart coil into the aneurysm and implanted both smart coils. The procedure had ended at this point. There was no report of an adverse effect to the patient.